Manufacturer narrative:
(B)(4). The insulin pump was unable to perform displacement test due to missing retainer, the reservoir does not stay locked in. The pump was received missing reservoir tube o-ring, cracked belt clip rails, minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the reservoir chamber was separated from the rest of insulin pump. The customer also stated that the due piece of the plastic was came off reservoir can lock in the insulin pump. The customer was advised to replace the insulin pump and revert to the back up plan and replacement insulin pump will be sent back to the customer. The customer will return insulin pump for analysis.